Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced four faulty teflon infusion sets (6 mm cannula, 23 in tubing) in which the inner component detached from the needle during cocking, leading to improper infusion set deployment and risk of incomplete connection. Symptoms included none, and blood glucose remained stable because the issue was identified immediately. Outcomes included product replacement and user education. Investigation included remote troubleshooting and education on proper insertion technique with emphasis on slower cocking and avoiding excessive tension on tubing. Investigation of this case revealed user handling contributed to the inner component detaching during preparation, consistent with incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insertion technique.